Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an intravascular ultrasound diagnosis procedure, resistance occurred. The 90% stenosed lesion being treated was located in the calcified and moderately tortuous mid left anterior descending artery. A 2.5mm non-bsc stent was placed in the lesion and well apposed. Then an atlantis sr pro imaging catheter was advanced to the lesion. During withdrawal, it became caught on the distal edge of the non-bsc stent. It was difficult to remove the catheter. The catheter was advanced forward and backward, however there was resistance and it was difficult to pull the catheter beyond the lesion. The physician removed the imaging core from the catheter and inserted a 0.014in non-bsc guide wire into the non-bsc sheath. The physician re-advanced to the target lesion and again experienced resistance. The catheter was advanced forward and backward several times to release the catheter from the resistance. The catheter was then successfully removed from the patient. The procedure was completed with this device and the patient's current status is good.